Manufacturer narrative:
According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring revealed a low shock impedance measurement had occurred. A follow up visit was performed. Interrogation revealed normal threshold, amplitude and impedance measurements. Three shock impedance measurements revealed normal measurements. The device was reprogrammed to rv-can and the system will be further monitored with a follow up scheduled. A chest x-ray revealed the lead remained in position. An internal technical service consultant was contacted. Technical service reviewed the data and confirmed one low shock impedance measurement. Other values were stable and within normal range. Ts recommended that although the impedance in the last follow-up was stable and in-range, further lead integrity evaluation be performed. Ts was further contacted regarding device data. Atrial tachycardia response episodes were corrected during threshold testing. These episodes were paced in vvi pacing mode and confirmed the loss of capturing, then reverted back to normal brady operation and atr was declared. Further details of the atr episodes were provided.